Event description:
It was reported that during assembly of the device into tubing at a tubing pack manufacturer, a yellow particle was seen in the downstream housing.

Manufacturer narrative:
The returned device was evaluated at its manufacturing facility. A review of the device history file was not possible because the user did not report the lot number. Visual inspection confirmed the reported deviation. The device returned included one yellow movable particle inside the filter outlet housing. Using a size examination chart, the surface area was approximately 3.00 square millimeters. This particle appeared to be a fragment of the device's end cap material. This type of particle may be generated during the manufacturing process of end capping. A visual inspection procedure occurs following end capping, and includes particulates as part of the inspectional targets. It is possible that the inspector could not see the particle because of its position in the device, or that the inspector failed to perceive a visible particle. Summary: the user's report was confirmed. The proximate cause appeared to be manufacturing operator error in not detecting the deviation. The root cause could not be identified. It is noted that a general particulate reduction plan was implemented in revision in march of 2008. Unless substantially significant information becomes available, this constitutes a final report.